Manufacturer narrative:
The associated complaint device was not returned. The device was successfully implanted. A review of complaint history revealed no prior complaints for the listed part. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a surgical delay of more than one hour occurred due to the nail stuck on the shaft. Issue was resolved after removing and reinserting the nail again when it finally passed.